Manufacturer narrative:
The investigation into the reported purge system leak was completed. The device was returned for evaluation. Based on the clinical report it can be confirmed that the cause of the purge system leak was due to damage of the purge luer with the use of sodium bicarbonate. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol."

Event description:
The user facility reported that during an impella 5.5 support there was a crack in the yellow purge luer and that purge pressure (pp) was low. Staff troubleshoot with purge bypass. Bicarb was utilized as the purge solution. The purge leak occurred after just under 1 month of support. The pump support remained on for 6 days after the purge leak was observed. There were no reports of harm to the patient.